Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she accidentally jumped into the pool while wearing her insulin pump. The device received a battery out limit alarm and then a black screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was no fluid inside of the insulin pump. However, the black screen did not disappear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.